Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user with a cd steel 6 mm 23-inch set reported a blood glucose (bg) of 310 mg/dl after a normal breakfast, which continued rising bg of 328 mg/dl. The agent advised waiting 15¿30 minutes but noted a site change might be necessary. The user later requested a site change, and the agent walked the user through replacing the tubing and cannula, after which insulin dosing resumed. Follow-up attempts showed bg at 339 mg/dl, then declining to 155 mg/dl by the afternoon, indicating the new site was working properly. There were no symptoms reported by the user during the event, and no medical intervention required at the time of call.